Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date (B)(4). The manufacturing location was unknown. Device manufacture date was unknown. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was determined that the bearing sleeve device ran hot and exceeded the maximum allowable temperature of 110 degrees (actual temperature was 120 degrees fahrenheit). The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.